Manufacturer narrative:
(B)(4).

Event description:
Before the patient's generator replacement surgery, the patient crashed due to anesthesia complications. The patient was revived and the surgery was cancelled. The incision had not been made. The generator was replaced at a later date. No other relevant information has been received to date.

Manufacturer narrative:
B5. Corrected information, initial report: inadvertently left out "the explanted generator has not been received by the manufacturer to date." H3. Corrected information, initial report: inadvertently selected "no" and provided code 81 noting that device evaluation is not necessary.

Event description:
The explanted generator has not been received by the manufacturer to date.

Event description:
The explanted generator was discarded per hospital policy.